Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing responses of the user detoriated and subsequent in-situ measurements show an increasing number of channels affected by high impedence. The recipient will be re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected as an increase of hi channels can be observed from in situ measurements. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible date for re-implantation has been made available yet.

Event description:
Device malfunction is suspected. Hearing responses of the user have deteriorated and subsequent in-situ measurements show an increasing number of channels affected by high impedance. The recipient will be re-implanted but a date for surgery has not yet been received.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction is suspected. Hearing responses of the user have deteriorated and subsequent in-situ measurements show an increasing number of channels affected by high impedance. The recipient has been re-implanted.